Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 596mg/dl and a no delivery alarm. The customer treated with a syringe. Customer indicated that their doctor has not been contacted and their blood glucose value was 572mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer was advised on proper insertion, taping and site techniques. Customer indicated that there were no bent cannulas and troubleshooting advised customer to monitor the pump. Customer indicated they would call back after trying different cannula lengths. No further assistance needed.